Event description:
It was reported that while this device was being used in an angioplasty procedure it was observed that blood was being drawn into the inflation device. There has been no claim of injury related to this event. The device is being returned for analysis.